Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead had dislodged and was repositioned. The right ventricular lead was also repositioned due to tension in the lead. Both leads remain in use. It was also reported that the patient was "not feeling any better" which the clinician attributed to ongoing arrhythmia problems. No patient complications have been reported as a result of this event.